Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the tandem-provided usb charging cable became bent and damaged and was no longer able to be used to charge the pump. Additionally, it was reported that the battery gauge was fluctuating which resulted in the pump shutting down. The customer's blood glucose level was 77 mg/dl. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.